Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle didn't retract. The nurse that was starting the IV stated she couldn't get the needle to retract when she pressed the white button. When she couldn't get the needle to retract, she pulled it away from the catheter and dropped it on the floor. When she dropped it on the floor the needle retracted.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Setup and in process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Received one used iag 20ga unit with a paper top label from the lot number 7313818. The unit consisted of the retracted needle/safety barrel. The needle was retracted, and the white button depressed. The needle was reassembled to the out position. Observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met and performed per the required manufacturing specifications. The defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units.